Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock as appropriate therapy for the patients ventricular tachycardia (vt), with the patients rhythm accelerating into ventricular fibrillation (vf). The remaining shocks were delivered but they were unsuccessful in converting the patients rhythm, with the patient entering into cardiac arrest and required to be externally converted. Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No additional adverse patient effects were reported. At a later date, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock as appropriate therapy for the patients ventricular tachycardia (vt), with the patients rhythm accelerating into ventricular fibrillation (vf). The remaining shocks were delivered but they were unsuccessful in converting the patients rhythm, with the patient entering into cardiac arrest and required to be externally converted. Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock as appropriate therapy for the patients ventricular tachycardia (vt), with the patients rhythm accelerating into ventricular fibrillation (vf). The remaining shocks were delivered but they were unsuccessful in converting the patient's rhythm, with the patient entering into cardiac arrest and required to be externally converted. Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No additional adverse patient effects were reported.